Event description:
It was reported that the patient's ams 700 inflatable penile prosthesis was removed and replaced with a new ipp due to unspecified reason. Additional information received stated that the device stopped worked due to a leak in one of the cylinders. Also, the device would not inflate for the patient. The patient is doing well post surgery.